Manufacturer narrative:
Please note the additional information for the english description: addendum (12/02/2015): the device was stored, handled and prepped according to the IFU. There weren¿t any other anomalies noted to the device or packaging prior to use. The procedure was completed successfully. The device will be returned for analysis.

Manufacturer narrative:
It was reported that the tip of an outback ltd re-entry catheter fell off while it was being prepared. The site reported that it was ¿doubtful¿ that there was any damage or anomaly on the device or its¿ packaging prior to use. The procedure was successfully completed with another device with no reported patient injury. Attempts to obtain further information about this event have been unsuccessful. One non-sterile outback was received coiled inside a plastic bag with an un-deployed cannula and without a nosecone component. The detached nosecone component was not returned for analysis. The tip of returned catheter was inspected under the vision system and inner liner presented remnants of nosecone coil and marks of welding on key housing element. No other anomalies were noted in the device. Functional testing of the cannula needle actuation was successfully performed without friction or resistance despite the missing distal tip. A review of the manufacturing records could not be performed since the lot number was not provided. The reported ¿catheter tip/distal tip - fractured-separated¿ event was confirmed based on the visual analysis. However, the exact cause of this event could not be conclusively determined. Device functionality did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Results showed that the nosecone was placed on the correct position at a certain time owing to the evidence of inner liner with remnants of nosecone coil and marks of welding on key housing element. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported event. The product analysis suggests that the reported event was not related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information was received that it was unknown if the device was stored, handled, and prepped according to the IFU. It was "doubtful" that there any other anomalies noted to the device or packaging prior to use. The procedure was completed successfully with a second device and was returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, therefore no product investigation will be completed. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the tip of an outback device fell off during prep. There was no report of patient injury. The device will not be returned for analysis.

Manufacturer narrative:
The device was returned for evaluation. The engineering report will be submitted within 30 days upon receipt.